Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2012 at 21:16:40. During night drain cycle three, the patient's ultrafiltration reading was 1348ml, indicating the home patient (hp) drained 1348ml more than their maximum programmed fill volume of 2000ml. No additional informatioin is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The increased intra peritoneal volume (iipv) event was confirmed through an event history log review. The cause was use error, inappropriate bypass of the drain, not including the initial drain. The homechoice apd systems patient at-home guide warns that "bypassing the drain phase can leave fluid in the peritoneal cavity and result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. If any additional relevant information is received, a supplemental report will be submitted.